Event description:
The distal portion of the zoom 71 stroke suction catheter spontaneously fractured in the patient's cerebral arteries with normal indicated use. It had to be retrieved mechanically to prevent its being permanently left in the patient.